Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported impact to the customer¿s blood glucose. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.